Manufacturer narrative:
(B)(4). Additional 510k number: k101880.

Event description:
It was reported that the implant (tsvtwb10) would not separate from the fixture mount. The procedure was completed with another implant.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with corresponding transfer mount and retaining screw. A visual inspection revealed moderate wear and debris about the threads, collar, and internal threads. Functional testing confirmed that the mount could not be removed without excessive axial force. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants 9665 rev 0-09/14. Information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. A singular cause cannot be determined.